Event description:
The patient experienced native glenoid erosion as an adverse event. The patient underwent a right shoulder conversion from reverse total shoulder arthroplasty to hemiarthroplasty with glenoid allografting . Progressive native glenoid wear was observed, likely due to the nature of the hemiarthroplasty. Additionally, humeral head osteolysis was detected.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The patient experienced native glenoid erosion as an adverse event. The patient underwent a right shoulder conversion from reverse total shoulder arthroplasty to hemiarthroplasty with glenoid allografting . Progressive native glenoid wear was observed, likely due to the nature of the hemiarthroplasty. Additionally, humeral head osteolysis was detected.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation (remained implanted in patient). The opinion of the medical expert was requested and stated as following: "in summary the patient received a reverse tsa in 2015 with bio-rsa. Due to resorption of the bone graft and migration of the glenoid baseplate together with the glenosphere, the shoulder was revised in 2018, where the aequalis ascend flex stem stayed in place, the tray and insert were replaced by an anatomic head and the glenoid baseplate, screws and glenosphere were removed, leaving the patient with an intended hemiarthroplasty situation. During this first revision, the distal (medial) part of the broken screw was left in place (it was obviously too deep in the glenoid to get it out without jeopardizing the already diminished bone stock of the glenoid. Thereby, at that time the broken part of the screw was deep enough to be out of harms way (the humeral head)". ¿native glenoid erosion (¿) may not be surprising in this case where the glenoid bone stock was already compromised during the revision surgery, and it was needed to augment this bone stock with: glenoid bone graft¿. ¿it is unlikely that humeral head osteolysis has taken place, since the aequalis humeral head is not made from bone. There may be osteolysis on the proximal humerus, however in the absence of an x-ray depicting the status on (B)(6) 2019, it cannot be assessed¿. In this case, the patient conditions may have strongly contributed to this event. The link with the device seems highly improbable. More detailed information is required to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.